Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was found with a small amount of leaked tpn in the bed while receiving the infusion through a PICC line. There was no patient harm.